Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was possible proximal edge deformation of the stent which required usage of a guideliner.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent inadequate apposition occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 48 synergy¿ drug-eluting stent was deployed in the distal rca and the proximal part of the stent was in a curve of the vessel. It was then noted that the deployed stent was not fully apposed to the vessel wall. Another 2.50 x 48 synergy¿ drug-eluting stent was advanced but did not fit in the previously deployed stent. A non-bsc guide extension catheter was used and post dilation using a non-compliant balloon catheter was performed with a focus on the proximal end. Thereafter, the first stent was well apposed to the vessel wall and the second stent was successfully deployed and the procedure was completed. No patient complications were reported.